Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was massive stroke and heart attack. The caller stated that the customer was overweight, only had his normal illnesses, and heart disease. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The insulin pump was disposed of the same day the customer passed away. The customer was not wearing a sensor at the time of death. The insulin pump information could not be verified since the caller did not have the insulin pump. No further information is available at this time.